Event description:
Event reported by attorney. The legal complaint states that the pt experienced injuries/symptoms such as abdominal pain, painful sexual intercourse, recurring infections, discharge, odor and chronic pain. Pt first experienced symptoms in (B)(6) 2011, but did not attribute them to the mesh until she saw the television commercial in (B)(6) 2012. No additional info was provided in the complaint.